Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2017 underwent total hysterectomy). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / mind to severe pelvic pain (constant, daily)/ pain") in a 42-year-old female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (date of birth : ((B)(6) 1990 and (B)(6) 2005).), caesarean section (both births), diabetes mellitus, hypertension, alcohol abuse in 2012, pap smear abnormal and asthma. *(B)(6) 2017: a right tube b:left tube c:coil: gross description: the specimen is received fixed in three containers labeled with the patient's name, medical record number, and identified as a "right tube", b. "Left tube" and c. "Coil.specimen a consists of a tan-purple fallopian tube measuring 6.3 x 1.3 x 0.7 cm. The specimen is serially sectioned and representatively submitted in a single cassette labeled a. Specimen b consists of a pink-purple fallopian tube measuring 8. 9 x 1.0 x 0.7 cm. The fallopian tube displays multiple paratubal cysts ranging in size from 0.2 x 0.2 cm to 1.0 x 0.8 cm in diameter. The specimen is serially sectioned and representatively submitted in a single cassette labeled b. Specimen c consists of multiple fragments of coiled silver material measuring 11.0 x 0.3 x 0.2 cm in aggregate. The specimen is for gross examination only. Previously administered products included for birth control: pill from 1987 to 2007. Concurrent conditions included obesity, back pain, groin pain, skin fissure, premenstrual dysphoric disorder, constipation, seafood allergy, nonsmoker, acne, breast mass, cough, sore throat and nasal congestion. Family history included diabetes mellitus (mother , sister), amputation (mother), cerebrovascular accident (mother) and hypertension (sister). Concomitant products included amlodipine, gabapentin, glipizide and metformin since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In september 2013, the patient experienced dysuria ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (on (B)(6) 2017 underwent total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, bladder disorder, fatigue and alopecia had resolved and the dyspareunia, menorrhagia, dysuria and urinary tract disorder outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was implanted successfully diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in 2013: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: complex cyst c/w small resolving hemorrhagic cyst.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received. New event added: urinary tract disorder.event outcome updated from recovering / resolving to recovered / resolved for event pelvic pain, cramping, fatigue, bladder problem and hair loss. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / mind to severe pelvic pain (constant, daily)/ pain") in a (B)(6) year-old female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of birth : ((B)(6) 1990 and (B)(6) 2005). Caesarean section (both births), diabetes mellitus, hypertension, alcohol abuse in 2012, pap smear abnormal and asthma. Previously administered products included for birth control: pill from 1987 to 2007. Concurrent conditions included obesity, back pain, groin pain, fissures of skin, premenstrual dysphoric disorder, constipation, seafood allergy, nonsmoker, acne, breast mass, cough, sore throat and nasal congestion. Family history included diabetes mellitus (mother , sister), amputation nos (mother), cerebrovascular accident (mother) and hypertension (sister). Concomitant products included amlodipine, gabapentin, glipizide and metformin since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2017 underwent total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, bladder disorder, fatigue and alopecia was resolving and the dyspareunia, menorrhagia and urinary tract disorder outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was implanted successfully diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion on (B)(6) 2016: us pelvis: complex cyst c/w small resolving hemorrhagic cyst. (B)(6) 2017: a right tube b:left tube c:coil: gross description: the specimen is received fixed in three containers labeled with the patient's name, medical record number, and identified as a "right tube", b. "Left tube" and c. "Coil.specimen a consists of a tan-purple fallopian tube measuring 6.3 x 1.3 x 0.7 cm. The specimen is serially sectioned and representatively submitted in a single cassette labeled a. Specimen b consists of a pink-purple fallopian tube measuring 8. 9 x 1.0 x 0.7 cm. The fallopian tube displays multiple paratubal cysts ranging in size from 0.2 x 0.2 cm to 1.0 x 0.8 cm in diameter. The specimen is serially sectioned and representatively submitted in a single cassette labeled b. Specimen c consists of multiple fragments of coiled silver material measuring 11.0 x 0.3 x 0.2 cm in aggregate. The specimen is for gross examination only. Most recent follow-up information incorporated above includes: on 24-jan-2018: plantiff fact sheet and medical record received.events " bladder or urinary problems or changes, dysmenorrhea, fatigue,hair loss,dyspareunia (painful sexual intercourse), are added. Lot number added, lab data updated. Concomitant condition & drug , historical condition and drug are added. Patient , product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / mind to severe pelvic pain (constant, daily)/ pain") in a (B)(6) year-old female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of birth : ((B)(6) 1990 and (B)(6) 2005).), caesarean section (both births), diabetes mellitus, hypertension, alcohol abuse in 2012, pap smear abnormal and asthma. Previously administered products included for birth control: pill from 1987 to 2007. Concurrent conditions included obesity, back pain, groin pain, skin fissure, premenstrual dysphoric disorder, constipation, seafood allergy, nonsmoker, acne, breast mass, cough, sore throat and nasal congestion. Family history included diabetes mellitus (mother , sister), amputation nos (mother), cerebrovascular accident (mother) and hypertension (sister). Concomitant products included amlodipine, gabapentin, glipizide and metformin since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysuria ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2017 underwent total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, bladder disorder, fatigue and alopecia was resolving and the dyspareunia, menorrhagia and dysuria outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure was implanted successfully diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion on (B)(6) 2016: us pelvis: complex cyst c/w small resolving hemorrhagic cyst. (B)(6) 2017: a right tube b:left tube c:coil: gross description: the specimen is received fixed in three containers labeled with the patient's name, medical record number, and identified as a "right tube", b. "Left tube" and c. "Coil.specimen a consists of a tan-purple fallopian tube measuring 6.3 x 1.3 x 0.7 cm. The specimen is serially sectioned and representatively submitted in a single cassette labeled a. Specimen b consists of a pink-purple fallopian tube measuring 8. 9 x 1.0 x 0.7 cm. The fallopian tube displays multiple paratubal cysts ranging in size from 0.2 x 0.2 cm to 1.0 x 0.8 cm in diameter. The specimen is serially sectioned and representatively submitted in a single cassette labeled b. Specimen c consists of multiple fragments of coiled silver material measuring 11.0 x 0.3 x 0.2 cm in aggregate. The specimen is for gross examination only. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-feb-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.